Event description:
It was reported that the patient experienced a shocking or jolting sensation when she tried to increase stimulation. The patient was unable to determine initial stimulation setting. It was unclear if the therapy provided relief. The device has been turned off, due to pain caused by this sensation. Further information is being requested from the hcp.